Event description:
It was reported that the customer found 3 model 120804fp fogarty catheters from lot 63776283 to be defective. They removed another quantity 10 of the same lot from the shelves for loss of confidence. Per additional follow-up, the customer clarified there was not a great deal of supporting paperwork or communication beyond the information he reported. The best he can determine for this event is that several catheters were opened, tested on the back table, and failed. Therefore, they pulled the rest of those lots off the shelves and observed that they looked defective in the packaging. It is noted that he could not confirm that to be an accurate depiction of what occurred. There was no patient injury. This report is for one of the suspect devices that was originally reported as a model 120803fp catheter, lot 64025078 but the customer returned a model 120804f catheter for which the reported lot number is not associated. The lot number for the returned device is unknown.

Manufacturer narrative:
Our product evaluation lab received one model 120804f embolectomy catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal winding to check the balloon edges at the tears, which did not appear to match. Balloon latex also appeared to be missing at the distal tip. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. The correct lot number for the returned device was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of defective product was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.